Event description:
(B)(4) clinical study. It was reported that chest pain and myocardial infarction (mi) occurred. In (B)(6) 2010, the patient presented with moderate upper substernal chest pain and was diagnosed with non q-wave, non st elevation myocardial infarction (killip classification: I). Cardiac catheterization was recommended. Subsequently, index procedure was performed. The target lesion was a de-novo lesion located in distal left circumflex artery (lcx) extending into the 2nd obtuse marginal with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 x 24 mm taxus liberté stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with sharp and cramping left sided chest pain beneath the left clavicle with radiation towards the left shoulder. ECG was taken and revealed no acute st-t wave changes with a normal sinus rhythm. Chest x-ray was taken and revealed no acute process. At the time of the event, the patient was only on aspirin and other antiplatelet medication was last taken on (B)(6) 2011 and the study drug per protocol was last taken on (B)(6) 2013. The patient was diagnosed with non q-wave myocardial infarction and was hospitalized on the same day. During the course of hospitalization, angiography without revascularization was performed and the subject was treated medically including the severe disease in the mid left anterior descending (lad) artery and the in-stent restenosis of an unknown stent placed in the mid and distal lad. The event was considered recovering. Two days from admission, the patient was discharged on aspirin and plavix.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).